Event description:
The clinician said implant was placed in 2005, the second stage was made in 2006, and implant was removed two months later, because of mobility. The clinician identified the reason of removal as failure-to-osseointegrate resulting from infection and patient poor oral hygiene.

Manufacturer narrative:
The implant was received with an abutment and crown attached to it, and the implant was not fractured. The implant was examined under 10x magnification and no thread defects were noted. The implant was then compared to a l0250 rev 10/03 radiographic template and determined to be a 5mm x 7mm implant.